Event description:
It was reported that this patient implanted with this device fainted. A patient initiated interrogation (pii) was completed via the remote monitoring system. Further evaluation is expected at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.